Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels up to 334 mg/dl following cartridge replacement without replacement of the connector and tubing. No ems or hospitalization was required. Investigation findings determined that troubleshooting and multiple infusion set base changes were performed, the cannula was reported as not bent, and no device malfunction or infusion set defect could be confirmed. The event was attributed to ongoing hyperglycemia management and user dissatisfaction with recommended troubleshooting steps.

Manufacturer narrative:
Initial.